Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including tilting, that causes injury and damage to the patient. Per the implant records, contrast was injected showing a normal sized patent vena cava, and the location of the renal veins. The optease filter was deployed just below the renal vein. There were no complications and the patient tolerated the procedure well. Per the patient profile form (ppf), the patient reports tilting of the filter and further experienced anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including tilting, that causes injury and damage to the patient. Per the implant records, the right neck was prepped and draped in a sterile manner and a portable ultrasound was used for vein imaging and needle guidance. The vein was accessed with a needle and a guidewire was inserted and advanced to the inferior vena cava under fluoroscopic guidance. Over the guidewire, a sheath was advanced into the vena cava. Contrast was injected and images interpreted, showing a normal sized patent vena cava. The location of the renal veins was established. The optease inferior vena cava (ivc) filter was inserted into the sheath and advanced to the end of the sheath just below the renal vein and deployed within the vena cava by withdrawal of the sheath. The filter position was fixed at the l2 and l3 vertebral body level by imaging. There were no complications and the patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and further experienced anxiety related to the filter. The patient became aware of the reported events approximately five years and nine months after the filter implantation.